Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported by legal, this 68 y/o female patient's right knee was revised. Reason for the revision was not reported.

Manufacturer narrative:
Correction - the case has been discovered to be a duplicate, all new/additional information will be reported under MFR# 1038671-2022-01149.